Event description:
Reporter has been using dexcom g7 for 5 months and she has been having product quality problems. She is receiving inaccurate readings and she also states she will lose connection between her phone and monitor. The sensor is to be replaced every ten days but she states she has to replace the sensor every three days. She has reported issues to manufacturer but it seems to be an ongoing issue.